Manufacturer narrative:
Dop was (B)(6) 2003. Sling inspection instructions accompany the product. Pictures viewed of condition of sling shows that it is being used well past acceptable limits.

Event description:
Plastic retaining clip on sling broke. Pt fell.